Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2016) is considered to be a best estimate. This emdr represents the 3dmax light mesh (device #2). An additional supplemental emdr was submitted to represent the 3dmax light mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2019 - patient was diagnosed with bilateral inguinal hernia thereby underwent laparoscopic repair with implant of 3dmax light mesh (left - device # 1 & right - device # 2). Per op notes, "in the left inguinal defect, a 3dmax light mesh (device # 1) was placed and tacked. In the right inguinal defect, a 3dmax light mesh (device # 2) was placed and tacked." On (B)(6) 2019 - patient was diagnosed with recurrent bilateral inguinal hernias thereby underwent open repair with implant of perfix plug (right - device #3 & left ¿ device #4). Per op notes, "in the right side hematoma was evacuated, a perfix plug (device #3) was placed and sutured. In the left side too hematoma was noted, a perfix plug (device #4) was placed and sutured."